Manufacturer narrative:
Eval summary: the mfg documents, the inspection protocol and the raw material certificate of the affected device were reviewed and no deviation from spec was noted, therefore, a mfg or material related issue can be excluded. Brush marks were found on the bottom side of the screw head, that were most probably caused by overrunning of the screw in a plate hole. Further, it can be assumed that the screw may get stuck in hard cortical bone. During the event, the screw must have been under high tension and the combination with the high rotational forces led to a torsion fracture (overtightening). Root cause would be user related.

Event description:
Surgeon has reported that the screw was broken while it was being screwed. Broken screw is implanted in the pt's pelvis.